Event description:
Follow-up from the provider stated the device indicated end-of-service. The programmed output current and magnet output current were programmed to 2.75 and 3.0 ma respectively. This produced nausea and vomiting that was stopped by applying the magnet on generator. Turning the device off was stated to be to prevent a serious injury and patient comfort reasons. Generator replacement surgery occurred. The explanted device has not been received by the manufacturer to-date.

Event description:
A call from a physician was received and it was provided that when the patient came into the office, the device was showing a "warning message" about it "not functioning". The patient had just had a battery replacement a year prior. When further discussed, it was determined that the patient's generator was showing an end-of-service condition. The patient was referred for replacement. Clinic notes from a visit on (B)(6) 2017 provided that the patient does not feel the generator. When interrogated, the output currents were both zero and there was a notice of end-of-service. The physician was able to program the device back on. Review of the generator manufacturing records confirmed the device met all specifications prior to distribution. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
The explanted device was received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
Analysis was completed for the returned generator. The reported premature end-of-life, was duplicated during analysis. During the bench interrogation, the pulse generator would not interrogate at a distance of 0.0 inches between the pulse generator and the programming wand. With the pulse generator case removed and the battery still attached to the printed circuit board assembly, the battery measured 0.575 volts, indicating an end-of-service condition. The downloaded data revealed that 38.746% of the battery had been consumed. The battery was removed. Electrical test results show that the printed circuit board assembly failed several tests. Fine grit sandpaper and isopropyl alcohol were used for the removal of the observed contaminates from the trimmed edge of the printed circuit board assembly. Based on the electrical test results, the contamination that was observed on the trimmed edge of the printed circuit board assembly suggest resistive electrical paths were established between the copper edges on the trimmed edge of the printed circuit board assembly, which contributed to the supply current condition. Remaining residual material on the printed circuit board assembly edge after the manufacturing process resulted in increased current consumption out of specification for standby mode of operation. Review of the downloaded data was performed. The results show the battery voltage decreased rapidly, and was not consistent with the percent of battery capacity used counter. The device was at end-of-service condition as of (B)(6) 2017, indicating premature depletion.